Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. Another blood glucose level was 53 mg/dl. The customer was not assisted with troubleshooting for low blood glucose. The customer stated that the symptoms related to high blood glucose such as mouth felt nub. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.